Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence. Patient's mother mentioned that patient was diagnosed with a yeast infection. No further symptoms reported. No complications reported.